Manufacturer narrative:
(B)(4). Device evaluation summary: the reported condition of a colleague infusion pump of a failure code 550:320:654:0000 was confirmed but not reproduced. The cause of the reported condition was determined to be a pinched harness rear inverter. The rear harness inverter was replaced to fix the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 550:320:654:0000 failure code. This failure code may have failed to audibly alarm. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.